Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl) following a 15 unit bolus delivery. System check with tandem technical support indicated the pump was performing as expected. Customer consumed carbohydrates to stabilize bg levels.